Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator change out procedure due to normal battery depletion. Upon interrogation, five post-paced t-wave over-sensing episodes were noted on the device. Programming changes were discussed; the physician elected to leave all settings as is and monitor the patient. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of post pace t-wave over sensing (pptwos) was confirmed by reviewing the device image. However, the pptwos events had occurred as a result of device¿s programmed settings. A longevity calculation was performed and found the battery depletion was normal up to eri based on the device usage and programmed settings. Telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.